Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the device had been soiled, indicating that it had been used. It was reported that the device received a red light and would not activate prior to use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of broken waveguide. The product analysis noted evidence that the device was not used as intended. The waveguide was excessively torqued to the side during use causing it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a set up test, the dissector did not activate. Another dissector was used with a new battery and a new sterilized generator. There was no patient involvement. Medtronic's initial evaluation of the incident device found tip of the waveguide had fractured and disengaged. The broken piece was not returned.